Manufacturer narrative:
Batch review performed on 8 november 2019: lot 121448: (B)(4) items manufactured and released on 10-aug-2012. Expiration date: 2017-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: 6 years after primary cemented tka the insert fixation screw is found loose posterior to the articulating surfaces. It is very possible that the screw has backed out long before it was detected because it is in a position where it is probably completely asymptomatic. The reason for the self-unscrewing could be insufficient tightening torque at surgery, but other causes may play a role. We do not see other reasons that could suggest a total revision of the implants. The decision on the opportunity for a surgery aimed at removing the screw is up to the surgeon exclusively. From the technical point of view, it is very likely that a 10mm thick insert may work well indefinitely in absence of such screw, particularly because it has already done so.

Event description:
During an ambulance visit in the hospital lkh-stolzalpe on (B)(6) 2019, the physician dr. (B)(6) detected the loose inlay fixation screw in the back of the joint on the x-ray pictures. Revision surgery has been then performed, more than 6 years after primary surgery. All components have been successfully revised.